Manufacturer narrative:
Manufacturer's report date: 03/19/2014. Internal file no: (B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Customer reported that pt was started on a pca module. The intended programming was for dilaudid 1mg/1ml, 30cc syringe, pca only, does 0.3mg, lock-out 10 mins, 1 hour limit 1.8mg. IV fluid was also infusing through a pump module. Shortly after programming, the pt pushed the dose request cord and got a dose. The pt pushed the button again, during the lock-out period and was able to get a second dose. The nurse saw that the second dose was registered in the pca history and could see that the second does was delivered by checking the volume left in the syringe. There was no report of pt harm or medical intervention. Although requested, no additional information was provided.